Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2005. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient reported right lower quadrant pain on (B)(6) 2005. Medications (type unknown) were administered for the pain. The patient also reported left lower quadrant pain on (B)(6) 2007. All other information is unknown and unavailable.